Manufacturer narrative:
(B)(4). The device has been received. However, the analysis is not yet complete. Method: no testing methods performed. (B)(4). Result: results pending completion of evaluation. This device is used for therapeutic purposes.

Manufacturer narrative:
The product analysis indicates that no obvious damage was observed on the device with unaided eye. A leak test was performed using a 10 ml syringe to inflate the cuff under water. Upon inflation, no water bubbles were noticed at the cuff assembly. The inflation lumen to emg tube bond area was placed in beaker and water bubbles were noticed at this location indicating device leakage. The inflation lumen is attached/bonded to the tube at supplier. However, during device manufacturing, 100% inspection is performed on all devices for cuff leakage. Under magnification, the inflation lumen was found to be inserted appropriately inside the emg tube and appeared to be securely attached. A small puncture was noticed on the inflation lumen at the proximity of the bond location to the tube. The puncture could have originated from aggressive handling/use of the device by the customer and/or device coming in contact with another object during use, due to supplier manufacturing or during finished good manufacturing. The exact origin of the puncture could not be determined. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the customer¿s material manager was brought the emg tube in its original packaging with the word ¿leak¿ written on it and an arrow pointing to the balloon in the picture on the packaging. The materials manager looked inside the package at the tube and said there was some fluid on the side of the box which tells her it was inside the patient. She did not think there was any patient harm because the anesthesia department did not fill out an internal form (which they do in cases of patient harm). There was no injury reported as a result of this event.